Manufacturer narrative:
Continuation of d10: product ID a620, serial# unknown, product type: software, product ID hh9020dbs, serial# unknown, product ID 37751, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding a recharger. The caller reports that it used to take about an hour to charge the I mplanted neurostimulator, but now it is more like an hour and a half or two. Sometimes it gives a signal that it is done, but when they do it again, it is not done. This has changed over the past 4-5 months. The caller noted that they recharge at the same time each week. They do not make setting adjustments, but their hcp does. The caller does not have the recharger app on their handset. Conformed with hcit that they had it at one point, but it not there now. Sent a request to repair for a handset. Reviewed with the patient that they will be able to see 100% charge vs charge complete and also be able to confirm good vs excellent connection.